Event description:
The manufacturer received information alleging a ventilator's external flow sensor was not reading correctly. There was no harm or injury reported. The external flow sensor was cleaned to address the issue. The ventilator was not returned to the manufacturer for evaluation.